Manufacturer narrative:
The insulin pump was received with unresponsive buttons; the problem was isolated to keypad assembly. The connector at the printed circuit board assembly was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump passed leak test. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to keypad anomaly. The insulin pump had stained serial number label, cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.